Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to reach 400 mg/dl. The customer had not taken any actions yet to address the high blood glucose level and did not require third-party assistance. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if any malfunction code recurred, and the caller acknowledged and understood these instructions.